Event description:
Caller reported that the t:slim x2 pump battery would not charge, and attempts with different charging equipment did not resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to replace the pump, with a new one including updated software, and provided instructions for returning the faulty pump. Training was made available in the customer¿s tandem source account.